Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed and was determined to be use related. One 3cg stylet threaded through a t-lock was returned for evaluation. An initial visual observation showed a portion of the stylet distal to the t-lock was curled in multiple loose coils. The stylet was also observed to be bent slightly near its distal end. No breaks were observed in the returned stylet. The shape, location, and nature of the damage observed on the stylet, as well as the event description provided by the complainant and similarities observed during past attempts to replicate this failure mode, suggest the stylet was pulled against the luer hub or another hard surface during removal of the stylet resulting in the observed damage. This complaint will be recorded for future trending and monitoring purposes. H3 other text :

Event description:
It was reported, triple lumen PICC line was placed today and when removing the style it was curled. Additional information 5/22/2023: patient was not compromised, and no injury occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported, triple lumen PICC line was placed today and when removing the style it was curled. Additional information 5/22/2023: patient was not compromised, and no injury occurred.